Event description:
A 2.0 mm rotablator became trapped in a previously deployed stent during advancement of the burr. When burr was removed stent became separated from itself. New stent inserted and there were no adverse affects to the pt.